Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that atrial under sensing causing delayed auto mode switches was noted on the patient's device. The patient experienced palpitation due to rapid ventricular rate (rvr) with atrial fibrillation (af). The patient's medication was changed to reduce af with rvr. Programming changes were discussed. The patient was stable post medication change and will continue to be monitored remotely.